Event description:
The facility reported a device that was in use and connected to a patient when the patient expired. The patient admitted to the hospital in 2006 with severe headaches, nausea, vomiting and dizziness. The patient had a vp (ventriculoperitoneal) shunt and history of headaches. The patient described the symptoms as being the same as the one had occurred when the vp shunt needed to be revised. In 2006 the patient was receiving im (intramuscular) dilaudid. The patient was receiving dilaudid for headaches. The syndeo pump was placed on the patient the next day at 23:30. The dilaudid infusion was started with a dilaudid concentration of 0.1 mg/ml, set with a pca dose of 0.1 mg and a delay of 10 min, and a continuous basal of 0.25 mg/hr with a 1 hr max of 0.6mg. CT and MRI were performed and the results were negative for the vp shunt failure. A spinal tap was performed to rule out meningitis and the results were negative. Due to thes finding, the patient was diagnosed with aseptic meningitis. The patient carried that diagnosis through the hospital stay, up to the patient's death. The patient was ambulatory with no neurological deficits or seizures. The patient hadd a PICC line and was receiving maintenance IV fluid in addition to dilaudid. The patient was also receiving "piggyback" infusions however, the names or the rates of the medications were not provided. On the following day at 9:30am, the continuous basal rate was increased from 0.25mg/hr to 0.35mg/hr. According to the documentation in the patient's chart, the last time dilaudid syringe was changed prior to the patient's death was on the following day at 13:30. The nurse checked on the patient and the patient was alert and ambulatory. The patient was the be checked on every hour. Three hours later, at 06:20am the 3rd day after admission the nurse entered the room and found the patient face down on the hospital bed. The patient was found unresponsive and the code was called. CPR was initiated and the patient was placed on life support. After the patient's code, CT was peformed and revealed a small arachnoid bleed and small cerebral edema. These findings were reported not to be consistent with vp shunt failure and not likely causing the patient's death. Eeg and cerebral flow was performed and the patient was found to be "brain dead" by eeg. According to the risk manager, "due to the dead, it was elected to withdraw the patient from the life support and the patient expired on the 4th day after admission. According to the facility's legal department, the cultures (blood and spinal fluid) had a large number of white cells but were negatives for "bugs." The vp shunt was tapped as well, however, the patient expired before the culture results were available. Though requested, no additional information was available regarding the tubing type or lot number being used, the patient's vital signs at the time the infusion was started, and the causes (primary and secondary) of the patient's death. According to the risk manager, an autopsy was not performed. According to the facility's legal department, the facility did not identify the cause of the patient's code or the patient's death. According to the facility's risk manager and the legal department, there was no indication that the pump had anything to do with the patient's death.